Event description:
There was no image on the ivus catheter during prep. The ivus catheter was removed and replaced with no harm to the patient. Manufacturer response for opticross hd, opticross hd (per site reporter), mfg notified by site.